Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified mid left anterior descending (lad) coronary artery. A 2.5 x 15 mm xience pro stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion, met resistance due to the calcium and would not cross. A second unsuccessful attempt was made to cross the lesion and during the attempt the proximal shaft of the sds separated into two pieces outside the anatomy. The sds was removed from the anatomy and an unspecified balloon dilatation catheter was used to successfully perform balloon angioplasty to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties of appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the moderately tortuous, moderately calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.